Event description:
Treatment record was printed. The "tcs" then locked up at an undetermined point. When it was shut down and brought back up, an error code 1502 was generated, followed by 2 error code 2008's. The "tcs" deleted the entire treatment history of the fraction.